Event description:
A failure to power up could delay the delivery of therapy. No pt involvement was involved.

Manufacturer narrative:
(B)(4). A failure to power up could delay the delivery of therapy. No pt involvement was involved. This complaint is still being investigated. A follow-up report will be submitted once the investigation is complete.